Event description:
Pt's hip dislocated and pt had to be brought back to surgery for add'l instrumentation. Cup had shifted and femur dislocated while pt still in recovery room. This required the pt to return to the or to revise the acetabulum. The above shell and insert was removed and replaced with a larger size. Cup was found to be loose, anteverted and tilted. Replaced with new cup and repositioned, found to be tight.